Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was frozen even after rebooting. A technical support specialist inspected and identified station completed the windows update successfully and confirmed that the med application launched correctly after the reboot. The customer verified that the application was functioning as expected. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis machine screen had frozen, preventing login. The customer attempted to power off the device; however, it remained stuck. This was reported as the first issue. However, there were no delays or adverse events or injuries reported based on this event.